Event description:
Related manufacturer reference number: 2017865-2022-06793, 2017865-2022-06998. It was reported that a patient had their pacemaker system, including their right ventricular and right atrial leads, surgically extracted due to an infection of unknown cause. The generator was connected outside of the body as a temporary system for the time being. The patient was recovering post procedure.